Manufacturer narrative:
The shock lead, the left ventricular lead as well as the ICD were received for analysis. Upon receipt, the ICD was interrogated, revealing the mos1 battery status. The device was implanted for 28 months and 21 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to several charging cycles. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The header of the ICD was visually inspected. During the inspection residues of blood were noticed inside the header bores. Besides that, there were no anomalies. The set screws could be easily screwed in and out and showed screw marks on the bottom side, indicating that they were tightened during the implantation. There was no indication of material or manufacturing problem. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for ICD and both leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. The ICD proved fully functional. The current consumption and the battery state of discharge were found to be normal and as expected.

Event description:
Device was explanted during an rv lead revision. Device is part of biotronik field safety notice dated march 2021. Patient refused to have new implant. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.